Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿main lamp blinking at startup¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Stillwater medical center authority, an (B)(6) public trust. The device was returned to olympus for evaluation. The customer's complaint was not confirmed. The unit was tested and passed electrical leak test and functional tests. The light intensity output and air pressure were within specifications. Olympus lamp life meter is reading below 50 hours. Cleaned and removed dust from inside of the unit and cleaned on outside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use, the main lamp on the evis exera iii xenon light source flashes when turned on. The bulb was changed; but did not last long, as it continued to flash when turned on. There were no reports of patient harm associated with this event.